Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed warranty status and shipping details, provided instructions for storage mode and device return within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement device.